Manufacturer narrative:
The dfm100 therapy pca (sn (B)(6)) was returned to philips for additional analysis. The complaint was escalated for technical complaint investigation and the results indicate that there was no fault found with the therapy pca. The therapy pca passed all performance testing. Based on the information available and the testing conducted, there was no fault found with the therapy pca. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator monitor indicating that the therapy pca was defoa and resulted in a ¿power supply error¿. There was reportedly no patient involvement. The therapy pca was evaluated by the authorized service provider (asp). It was determined that the therapy pca was defoa. The therapy pca was returned and a new one was ordered. Based on the information available, the cause of the reported problem was a malfunction of the therapy pca. The reported problem was confirmed. The defective therapy pca has been returned for additional investigation, but it is currently unavailable due to a logistical limitation that is preventing the processing of the therapy pca. Based on the information available and results of additional analysis, no further action is necessary at this time. Insufficient information is available to support final failure analysis. The therapy pca is not available for investigation due to a logistical limitation that is preventing the processing of the therapy pca . When the limitation has been resolved, the complaint shall be reopened to document further investigation. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The therapy pca was replaced to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.